Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was reported that the physician advanced the sphincterotome with the wire guide and advanced the wire guide into the cbd (common bile duct). The technician said that the wire guide seemed to not be able to advance out of the sphincterotome very easily. But she finally was able to advance it up into the duct. The wire guide was not going through the stricture that easily, so they removed it and were going to advance a competitor's wire guide, but before they did, they noticed the wire guide tip was shiny as it was pulled back into the tome. They could see the coating of the tip was hanging out from the papilla [coating damage]. They removed the sphincterotome and then removed wire guide tip coating with a biopsy forceps. Then advanced the sphincterotome again with a competitor's wire guide then tried another competitor's wire guide [loss of wire guide access]. They successfully did a sphincterotomy and were able to advance a wire guide to place a plastic stent. The wire guide tip covering was removed successfully, and nothing left in the patient. A section of the device did not remain inside the patient¿s body. The wire guide coating was removed successfully with forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #k172665. Investigation evaluation: the product said to be involved was returned in a clear plastic bag provided with the return was lid stock from the lot number provided in the report with a copy of the complaint for attached. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Both the sphincterotome and wire guide were included in the return. The wire guide was returned partially inserted into the racetrack. The coating (pebax tip) has peeled and detached from the distal end of the device exposing the coil spring, the exposed coil spring measured 1.5cm from the distal tip. The detached portion of coating was not included in the return. Under magnification of the coil spring the distal weld bead is present indicating no portion of the coil spring has detached. The total length of the device is within specification. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot # said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated sub dhrs. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Additionally, the IFU states: "for best results, the wire guide should be kept wet." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes preloaded with tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.